Manufacturer narrative:
This supplemental report is being submitted to provide the original equipment manufacture¿s device evaluation results. The device was returned to olympus for evaluation. Due to the returned condition of the device the user¿s complaint could not be confirmed as the active cord had been cut from the device. No functional testing could be performed; however the mechanical operations of the device performed as designed. The blue coagulation button was tested and found not to have movement on the left side when pressed. The blue button was removed and revealed that the left dome switch was collapsed. Based on similar reports, the most likely cause for the reported event can be attributed the collapsed dome switch.

Manufacturer narrative:
The cutting forceps has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time; however, the most probable cause could be attributed to a damaged dome switch, which can cause the device to activate on its own. Olympus followed up with the user facility and to obtain additional information regarding the reported event but with no results.

Event description:
Olympus was informed that during an unspecified procedure, the forceps activated on its own without depressing the activation button inside the patient¿s abdominal cavity resulting in a burn to the patient¿s tissue. It was reported that the device exhibited no energy while the surgeon was pressing the activation button; however, upon release the device activated. The user facility reported that there was no harm to the patient as the tissue was to be removed. The device was removed from the patient¿s abdominal cavity and again activated on its own with sparks noted at the tip. The intended procedure was completed with a similar device.